Manufacturer narrative:
Retainer ring = clear. On 12/29/2021 the customer alleged failed battery test alarm and blank display. No blank display noted during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, peeling serial number label, cracked case above arrow and battery icon, scratched case, minorly scratched lcd window, cracked keypad overlay, and broken battery tube threads identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history no failed battery test alarms were found on the event date of 12/29/2021, however these battery related alarms were found: low battery alarm on 12/28/2021 at 16:13:01. Replace battery alarm on 12/29/2021 at 01:44:00, 01:54:00. Power loss alarm on 11/28/2021 at 08:00:33, on 12/29/2021 at 02:08:17, 02:08:28. Insert battery alarm on 12/29/2021 01:57:19, 02:07:00. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery test, low battery, replace battery, power loss, nor insert battery alarms during testing. In summary, pump passed required testing. Customer alleged for failed battery test alarm was not confirmed. Customer alleged for blank display was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen. The customer stated that they received replace battery alarm but the insulin pump did not turn on after replacing the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.